Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There was no patient use associated with the reported event.